Event description:
Additional information received reported that the drug used was compounded baclofen. It was noted that the start date of baclofen intrathecal treatment began in 2004 and was on-going. It was reported that there were no other medications contained in the pump at the time of the event. It was noted that it was unknown if altered mental status was related to the device or therapy. It was reported there were no current problems. It was noted that the patient was admitted for what seemed to have been a fall and possible syncopal episode and infection. It was reported that another healthcare provider (hcp) was consulted to adjust the pump. It was noted that the pump dose was reduced.

Event description:
It was reported there was an altered mental status. It was unknown if there was an issue with the product. It was stated there was a decrease in dose. It was noted the patient was reprogrammed and the logs were checked. It was noted the manufacturer's representative (rep) was called from the ICU to interrogate the patient¿s pump. The patient status was noted as alive with no injury. The pump was used to deliver baclofen. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n176625005, implanted: 2008-(B)(6), product type catheter. (B)(4).